Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the blood glucose was high and was hospitalized on (B)(6) 2017. The customer reported that last week he was at the hospital due to his diabetic ketoacidosis. Patient's blood glucose at time of incident was over 600mg/dl. Patient's current blood glucose was 172mg/dl. The customer reported he had stroke and then he had diabetic ketoacidosis. He had medical coma, and was given intravenous drips. The customer was still in the hospital. Based on customer report customer does not allege pump was under delivering. Customer stated the drive support cap appears normal (slightly indented). The customer does not have tubing clamp and will call back after receiving it. The customer called back again after receiving tubing clamp to perform high pressure test. The pump passed the high pressure test. The insulin pump will not be returned for analysis.